Event description:
It was reported that during a cardiac ablation procedure, the patient underwent another manufacturer's alcohol ablation before any a nticoagulant was administered and before transeptal access was achieved. After the alcohol ablation procedure, an anticoagulant was administered, and transeptal access was performed. Upon insertion of the catheter into the left atrium, a pericardial effusion was observed around the right atrium and right ventricle. No effusion was noted around the left atrium or left ventricle. The catheter was immediately removed, and a pericardiocentesis was performed, removing 485ccs of blood and reinfusing 280ccs back into the patient. The effusion decreased in size, and the bleeding slowed. The procedure was aborted, and the patient was hospitalized with a drain overnight for monitoring. The physicians surmised that a perforation occurred during the alcohol ablation procedure, and it was behaving like a coronary sinus bleed. The patient was reported to be "doing fine" the next morning. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the patient files were returned and analyzed. The reported perforation and effusion occurred during the procedure and the decision to abort the procedure without the use of alternate therapy was based upon the medical judgement of the physician. There is no indication of a relation of the adverse event to the performance and malfunction of the product. This report will be recorded and trended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.